Event description:
The user facility reported that the incident took place in the cytotoxic reconstitution unit. The technician (experienced in the reconstitution of cytotoxic) withdrew 60 ml of 5-fluorouracil then connected the syringe to the diffuser (asept immed portable diffuser) to fill the latter. When pushing the plunger of the syringe, 5-fu was squirted out the back of the syringe (by the plunger) instead of exiting through the luer lock. The technician disconnected the syringe from the rest of the assembly, the syringe continued to leak from the back. The packaging of the device was intact, the device itself did not present any visible anomaly before its use loss of time for the preparer and loss of product. Chemotherapy drug exposure due to leakage put healthcare at risk. The event occurred pre-treatment. No patient involvement.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: quality officer. The actual device is not available for return; therefore, the actual condition of the actual sample was unable to be determined. The retention samples were visually inspected and confirmed to be free of any damages or molding-related defects that could lead to the complaint. The samples were subjected to alternative leakage tests and leakage at gasket sealing to ensure that no continuous bubble formation was observed on the syringe. All samples met the required specifications. We have received a total of twenty-one (21) from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. We could not identify the root cause of the problem based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have automatic inspection systems installed in our process that can trap and reject defective plungers and faulty engagement between the injection gasket and the plunger. The complaint lot has passed the outgoing inspection for visual and functional tests conducted before the shipment of the product. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).